Manufacturer narrative:
Date of event: this is an estimated date since no surgery date was provided.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced.

Manufacturer narrative:
B3: this is an estimated date since no surgery date was provided. Correction e: combination product.

Event description:
It was reported that due to the cylinders not deflating the patient had his inflatable penile prosthesis (ipp) explanted. The patient is stable following this surgery.